Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device and diagnosed as in ventricular fibrillation. According to the reporter, the device was charged but would not transfer energy to the pt. A backup device was immediately called for and used but the pt was not resuscitated. The reporter indicated the device did not cause or contributor to the pt's death because of the pt's lack of viability.